Event description:
It was reported by a customer complaint that the pt was treated by paramedics, due to an incident of low blood glucose. The report described a situation where the user was experiencing very high blood glucose the evening before the incident. The user attempted several large corrections and simultaneously gave injections of insulin. Early the next morning the paramedics were called. The paramedics measured his blood glucose at 27 mg/dl and administered glucagon. The pt was stabilized on scene and not transported. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.